Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing and alarmed for a pressure sensor mismatch alarm condition. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device onsite and states the device's three-way solenoid and proportional valves were replaced to address the issue. There was no documentation indicating any components were replaced for the pressure sensor mismatch issue. The device was final tested and passed all final testing. The device was returned to clinical use.